Manufacturer narrative:
Follow-up #1: date of submission 04/08/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/31/2015 with the following findings: the display lens was found to be scratched. The battery compartment was found to be cracked on the side near the threads and below the bumper pad. The returned battery cap was used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4)

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a scratched display screen. No additional information was available. There was no adverse event associated with this complaint. This complaint is being reported because it could not be determined if the display was legible or if there was moisture or corrosion in the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.